Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer can hear air leaking sound. Event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause is a leak from the demand detector. The product was returned to the customer without being repaired because the supply of the detector as a repair or replacement part had ended and it was no longer available. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.